Event description:
It was reported that the patient experienced a loss of therapeutic effect and problems with balance. Additional information received reported the neurostimulator was replaced due to possible premature battery depletion. It was indicated that there was no patient injury.

Manufacturer narrative:
Analysis of the neurostimulator model 7428 serial# (B)(4) found no anomaly. Continued from concomitant medical products. Lead model 3389s-40 lot# v043266 implanted (B)(6) 2007 explanted unk; lead model 3389s-40 lot# v043266 implanted (B)(6) 2007 explanted unk; extension model 7482a95 serial# (B)(4) implanted (B)(6) 2007 explanted unk; extension model 7482a95 serial# (B)(4) implanted (B)(6) 2007 explanted unk.